Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. [Mw5073411.pdf].

Event description:
The healthcare provider (hcp) reported via the user facility that the device was explanted/revised/exchanged due to a dysfunctional generator. The patient outcome was hospitalization. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.